Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 17th august 2010 and performed to specification up to the (B)(6) 2014. Manual power ups are recorded under one minute duration on the (B)(6) december 2014. This may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by turning the device off via the on/off button and removing the pad-pak. Multiple manual power ups of 10 minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.